Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro trigger on the cutter was broken. A replacement device was used to complete the procedure. No patient involvement

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed. Slight blood was observed on the jaws. A microscopic inspection was conducted. The heater wire was observed to be slightly flexed away from the center of the hot jaw but remained attached at the base and tip of the hot jaw. The silicon insulation was observed to be peeled away from the tip of the cold jaw, exposing the metal portion of the jaw. A mechanical evaluation was conducted. The blue toggle switch was manipulated to operate the jaws. The jaws are able to open and close with no difficulty. There was no space observed between the jaws. Based on the returned condition of the device and the evaluation results, the reported failure mode "mechanical issue" was not confirmed but was confirmed for the analyzed failures "peeled jaw" as well as confirmed for the analyzed failure mode ¿material twisted; bent wire".

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro trigger on the cutter was broken. A replacement device was used to complete the procedure. No patient involvement.